Manufacturer narrative:
One device was returned for repair. Event history confirms downstream occlusion (dso) errors while the pump is operating. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Found torn dso seal, lifting air in line detector, and dso test results below the lower specification limit. Replaced dso sensor, bezel and seal. Replaced air in line detector. Device passed verification testing post repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a torn membrane and occludes frequently. The event occurred during testing, and there was no patient involvement.